Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited capture related issue and the set screw cannot be tightened. The pacemaker was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of setscrew did not work after repositioning lead was confirmed. Final analysis found that the setscrew was unable to tighten due to the atrial and ventricular setscrews had been screwed out of the connector block sockets. This led to difficulties for the user of the torque wrench to re-engage the set screw to tighten it again. The cause of the reported event was due to the user¿s incorrect use of the torque wrench. Electrical tests showed device has normal capture. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.